Event description:
A malfunction alarm was reported, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction reoccurs, and they acknowledged and understood the instructions.